Event description:
Surgeon would like the port reported to FDA & examined for potential improvement opportunities. Upon examination of the explanted silicone catheter, feels it is degrading faster than it should. Has had same concern w/ another port manufacturer; thinks perhaps silicone source may be the same for both companies. No issues w/ this patient's outcome. Left subclavian vein port-a-cath in place; all in remission. Specimens: single lumen port and complete length of catheter. Culture sent of white glue-like material found at port catheter interface site. Reactive scar tissue from around port catheter interface that was excised.